Manufacturer narrative:
Investigation results were made available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. Trend analysis: during the trend analysis no trend was identified. Review of event description: it was reported that after implantation the patient showed a wound healing disorder which could possibly have occurred due to an allergy. Therefore, dr. (B)(6) is examining all components in connection with the surgery and is asking for a material testing. Additional comment: request for material sample/testing of cbs 7,5 for an allergy test by dr. (B)(6). Review of product documentation: in the package insert used for this device states that the screw is made of titanium alloy ti-6al-4v. The chemical composition is according to iso 5832-3. In the package insert it can also be seen under adverse effects that ¿wound healing problems ¿is listed. Biocompatibility specification and material compatibility specification certify the suitability of the material. Root cause analysis: adverse biological reaction due to manufacturing residuals => not possible, biocompatibility specification and material compatibility specification certify the suitability of the material. Adverse biological reaction due to manufacturing residuals => not possible, biocompatibility specification and material compatibility specification certify the suitability of the material. Adverse biological reaction due to wrong cleaning, disinfecting or testing agents used => possible, as this is a non-sterile product and has to be cleaned/autoclaved in the hospital. Adverse biological reaction due to chemical / galvanic / crevice corrosion of material => not possible biocompatibility specification and material compatibility specification certify the suitability of the material. Exposure to substances of very high concern can cause adverse body reaction due to leakage of substances of very high concern => possible, it is unknown how the device was prepared for the surgery. No information was provided about the implantation. Conclusion summary: it was reported that after an implantation the patient showed a wound healing disorder. It is unknown if this was occurred due to allergic reactions. The surgeon is investigating all components in connection with the surgery. The reported device is a cbs compression screw cannulated. It is unknown which other components were also used in the same surgery. No information was provided. It is also unknown what kind of allergy was involved. No specific lab reports regarding patient¿s allergy were received. The IFU (package insert) of this device (compression screw) was reviewed. The package insert describes that the compression screw is made of titanium alloy ti-6al-4v. The chemical composition is according to iso 5832-3. In the package insert it can also be seen in section adverse effects that ¿wound healing problems ¿is listed. Biocompatibility specification and material compatibility specification certify the suitability of the material. A little plate with material protasul 64 wf (ti-6al-4v) will be send to the customer for allergy testing as it was requested by the surgeon. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. The patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that the patient was implanted two cbs compression ti-screw, cannulated, tx25, 7.5x75mm on an unknown date. After implantation the patient showed a wound healing disorder which could possibly have occurred due to an allergy. Currently the patient is being monitored due to allergic reaction - wound healing disorder. Additional information has been requested and is currently not available.